Event description:
It was reported that the patient was urgently seen in the hospital for loss of consciousness due to bradycardia. An external pacemaker was connected. A new device was implanted three days later. During the implant procedure and positioning of the ventricular lead, the patient's blood pressure decreased and cardiac tamponade due to a possible perforation was confirmed on echocardiogram. Pericardial drainage was performed and the bleeding was stopped. The ventricular lead was not used and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. Analysis revealed that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.